Event description:
It was reported that, approximately 3.5 years post the index procedure, the patient was hospitalized due to numbness in the left hand and left face side. A CT scan was carried out and an ischemic stroke was confirmed.

Event description:
One endeavor rx drug-eluting stent was implanted at the distal rca. Pt was asymptomatic/ free of symptoms at 30 day follow up, at 6 month follow up, at 1 year follow up and 1.5 year follow up. It is reported that an ischemic stroke occurred approx 18.5 months following index procedure. It is reported that the pt was hospitalized due to paresis in the left arm. CT showed infarction center semiovale right. Investigator indicated that event was not related to the study stent. Pt was asymptomatic/free of symptoms at 2 year follow up.

Manufacturer narrative:
Cva/stroke.